Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there are plans for an explant and replacement procedure.

Manufacturer narrative:
Concomitant medical products: 694365 lead, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. An alert for rv lead noise had also been triggered the following day. Troubleshooting was performed without resolution. Additionally, it was noted that the rv lead exhibited high rv threshold six days prior. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was explanted and replaced.